Manufacturer narrative:
Initial reporter occupation: occupation = non-healthcare professional - unknown. PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the handle of a ncircle tipless stone extractor could not be pushed as intended. This was noted upon opening of the device package, prior to patient contact. The procedure was completed using another new device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
A visual inspection and functional testing of the returned device was conducted. One ncircle tipless stone extractor was returned. The device was placed in the original packaging, outside of the tray. The device was returned in 2 pieces, with approximately 115cm of the basket assembly pulled loose from the basket sheath. The yellow support sheath was bent and partially separated at the handle. The support sheath was bent at the end of the mlla [male luer lock adapter]. The basket sheath was kinked at the support sheath. The handle was returned disassembled, with the cap and the collett taped to the handle. The polyethylene terephthalate tubing [pett] tubing was missing. The support sheath was stuck to end of the inner handle. The returned device was found to be nonfunctional due to multiple causes. The yellow support sheath was bent and partially separated at the handle. The basket sheath was kinked at the support sheath. The basket assembly had broken and the distal 115cm of the assembly was separated. The handle had also been disassembled. The extent of the damage prevented a conclusive determination of the original cause of the device failure. Based on investigations of other devices with the same issue, the most likely cause was that the yellow support sheath became bent, preventing the basket from functioning, and the other observed damage occurred subsequently as the user manipulated the device, attempting to restore function. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: it was reported that the handle of a ncircle tipless stone extractor could not be pushed as intended. This was noted upon opening of the device package, prior to patient contact. The procedure was completed using another new device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation - evaluation. A document-based investigation was performed including a review of complaint history, device history record, manufacturing instructions, quality control data, and the instructions for use (IFU). The complaint device was not returned; therefore, no physical examinations could be performed. Due to the ongoing covid-19 lockdowns in china, the returning device does not have an estimated date of shipment. The file will be completed on the initially provided information. If the device is received in the future, the file will be updated. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The complaint device was not returned. There are multiple possible causes for the reported issue of the handle being damaged. Without the device available for investigation, the cause of the issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.